Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch. No unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify excessive no delivery alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The customer had received no delivery alarms and black alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted and the pump alarmed for no delivery. The customer was advised the pump would be replaced and returned for analysis.